Event description:
It was reported that multiple cartridge change errors occurred. Additional information was not provided. Customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.